Manufacturer narrative:
The ess provided an endoscope field audit, informed the client of the finding and recommended to have the equipment shipped to the repair center for evaluation. Follow up response received from customer indicating that the device will not be returned due to recommendation to replace and trade out for another refurbished scope. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
During a site visit for preventive maintenance, the endoscopy support specialist (ess) noticed remnants of lint exiting from the air/water nozzle on the distal end of the evis exera ii colonovideoscope. The scope was refurbished and had issues when the customer first received it. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as lint that remained in the device. However, the cause of this suggested phenomenon could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.